Event description:
It was reported that during heat disinfection on an ak 96 machine, it was observed that a buckle of the carbon pipe joint at the interface of the ultrafiltration unit was broken and leaking fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Visual inspection was performed, and the technician observed leakage from a joint at the interface of the ultrafiltration unit. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the aged component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.